Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump functioned properly during displacement test no motor displacement anomaly noted during testing.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer performed displacement test and the insulin pump failed. The insulin pump was returned for analysis.